Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure employing a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on its use. There were no visible signs of device or package damage prior to use. A 5f non-cordis catheter sheath introducer was utilized. The suitability of the femoral artery was verified on angiography, including the insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent near the site, and no stenosis exceeding 50%. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped, though the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure employing a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on its use. There were no visible signs of device or package damage prior to use. A 5f non-cordis catheter sheath introducer was utilized. The suitability of the femoral artery was verified on angiography, including the insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent near the site, and no stenosis exceeding 50%. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped, though the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed, the indicator wire loop was deployed and showed no anomalies. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18365183 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.